Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the distal body broken, the light guide fiber bundle (lcb) broken, the suction channel buckled, the angle wire play, the ccd driver pcb corroded, the objective gluing missing, the air/water nozzle deformed, the operation channel leaky, the insertion flexible tube (ift) leaky, the junction case leaky, the objective lens unit scratched, the lg prong top dirty, the eog valve loosened, the segment worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).